Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. On (B)(6) 2018, the patient observed bleeding and drainage on the incision site. On (B)(6) 2018 the doctor prescribed keflex for fourteen days to the patient. The patient presented in clinic on (B)(6) 2018 due to thick yellow drainage coming from the site still. The site was cleaned with peroxide. The patient was prescribed clindamycin to take for seven days. The patient presented back in clinic on (B)(6) 2018 showing that the incision site had not healed. The system was explanted on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
Correction: pm2272 (B)(4) needed to be added as a concomitant product in initial report.